Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient died. Following the implanting of a 3.00x32mm promus element ¿ stent, the patient experienced complications which led to their death one day later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented for the procedure in critical condition with myocardial infarction. An autopsy was not performed.